Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to faulty video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner visera elite video system center was returned as part of the asset return process. During inspection of the returned device by olympus, a defective video socket connector was found. There was no complaint from the end user and no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.